Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was revised and remains in use. The patient is enrolled in the adapt response postmarket clinical study. No patient complications have been reported as a result of this event.